Manufacturer narrative:
A heal collar 3.5x3.5, 3mm (hc333) was returned for investigation. Visual inspection of the as returned product identified signs of use and the healing collar threads appeared to be damaged. Functional testing was performed for the returned product and it was determined the healing collar could not fully seat on an in house compatible implant. No per was provided. No pre-existing conditions were noted by the customer. The reported device was used on an unknown tooth and was used for an unknown duration before the reported event. The customer provided a picture which shows the reported device and opened packaging. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020040439). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020040439) for similar or related events and no other relevant complaint was identified (keyword(s): does not seat, damaged threads). Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the hc333 would not engage the implant and that there might be an issue with the threads of the healing abutment. They were able to finalize the procedure by using another healing abutment from inventory.